Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer 4.2 on the main cabinet rails were sticking and hard to open. The field service engineer replaced drawer to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system drawers were failed and hard to open or close. The customer added that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.